Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that lint was observed inside the patients' anterior chamber during cataract surgery. Some of the lint has a distinctive blue/green color. The lint was noticed on the microscope handles and between the silicone fingers of the surgical tray. The hand piece was flushed and the fluid that came out of was sent in a specimen vial for testing. The lint fibers could not be removed from the eye, they were too number and got stuck in the wound when the doctor attempted to wash out the anterior chamber.